Manufacturer narrative:
The investigation for the reported introducer damage has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The root cause of the introducer damage issue was not determined since product was not returned for investigation.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that the clear ring on the 14fr dilator did not come off the peel away sheath following insertion of the impella catheter. The sheath was subsequently peeled away, and the repositioning sheath was placed through the disc and sutured into place. There was no patient harm resulting from the noted issue. Support continued with the implanted pump following the issue, and was successfully weaned and explanted.